Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of the investigation concluded a tear and perforation in cusp 3, mild fibrous thickening of cusps 1 and 3, and a thin layer of fibrin on the inflow and outflow surfaces of cusps 2 and 3. There was no evidence of acute inflammation or significant calcifications and special stains were negative for organisms. No evidence was found to suggest the cause of the cuspal tear, cuspal perforation, and fibrin formation were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
A 27mm epic mitral valve was implanted due to mitral regurgitation (mr). Approximately 18 months later, the patient developed cardiac failure and was admitted to the hospital with grade 4 mr. A few days later, the 27mm valve was explanted and replaced with a smaller, 25mm non-sjm mechanical valve. Upon explanting the 27mm valve, a tear was noted. The patient was stable post-operatively.